Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal stenosis and spinal pain. It was reported that the patient couldn¿t get a connection. They clarified that the implantable neurostimulator recharger (insr) says the implantable neurostimulator (ins) had a full battery but the ins was not stimulating; the patient programmer (pp) showed that the ins was off. The patient also reported that they were in a lot of pain, they had a return of pain especially when laying down to sleep. When the patient turned the stim back on during the call, they initially felt stim in their ribs and ankles, then didn¿t feel stim at all. After the patient turned the stim on and off again with the insr, they felt stim in their legs and knees normally. The ins was also implanted for back and their other leg just in case. There were no further complications reported or anticipated.